Manufacturer narrative:
The investigation determined that false negative vitros anti-hcv results were obtained for multiple patient samples processed on the vitros 3600 immunodiagnostic system. The investigation was unable to determine a definitive root cause. However, an instrument related event could not be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
A customer obtained negative vitros anti-hcv results for multiple patient samples processed on the vitros 3600 immunodiagnostic system. The vitros anti-hcv results were discordant when compared to results obtained from an alternate vitros analyzer and are therefore considered to be false negative results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false negative results were not released from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).